Event description:
The touch screen was not working. The customer was not sure whether it did not work since the unit was returned from integra on (B)(6) 2015. Additional information was requested and on (B)(6) 2016, the following was provided by the customer: on (B)(6) 2016, the problem occurred while caring for the patient. The registered nurse (rn) was concerned about the accuracy of the camino icp value compared to the bedside monitor and attempted a sync. The touchscreen would not respond. The user facility's clinical nurse specialist was called to bedside immediately upon discovery. All this was happening shortly after shift handoff. The clinical nurse specialist attempted the same and removed her gloves to see if it would respond to her skin. There was no response by any page on the screen or any area. The monitor was then turned off and turn it back on but it did not correct the problem so it was removed from service. A replacement monitor was available to be use; they had to pull one of their older model monitor since all their newer monitors were in use. No errors codes were displayed on the screen. The customer was unable to recall the patient age, gender, the type of surgery/reason for monitoring as well as patient outcome. Surgery/treatment delay was reported as 30 minutes. The customer did not believe there was any patient adverse consequence as a result of the delay.

Manufacturer narrative:
Integra has completed their internal investigation on 24jun2016. The investigation included: methods: evaluation of actual device; review of complaint history. Results: evaluation of device: it was communicated by integra (B)(4) that the cam02 monitor touchscreen failed during qa final review inspection, this step is completed after the technician evaluation thus confirming the complaint incident. The complaint evaluation performed by the service centre initially did not duplicate the complaint incident. The complaint investigation report is therefore being updated with the additional information received. The failure analysis investigation verified the complaint incident; the touchscreen was confirmed as defective. Additional clarification of the failure was received from the service centre on the 25-mar-2016. The service centre was provided with a copy of the attached touchscreen air gap verification technical bulletin. It was confirmed that the touchscreen was faulty due to an air gap incident. The air gap causes an intermittent contact between the touch surfaces thus causing the failure of the screen to work as reported. The cam02 monitor received a replacement touchscreen, was calibrated and safety tested. The touchscreen is assembled into both the cam02 and lcx02 monitors therefore a review of cam02 and lcx02 complaints was completed in the complaint system. The root cause evaluation verified the touchscreen was defective due to an air gap issues therefore a review of the customer complaints was competed using the following key words ¿touchscreen¿ and a root cause ¿air gap¿ in the search criteria. The review encompassed from dates (B)(6) 2015 to (B)(6) 2016. A total of (B)(4) complaints were reviewed of which (B)(4) complaint reports contained the search criteria. The review confirmed this complaint is the (B)(4) verified complaint reported for touchscreen failure with the root cause identified as an air gap in the touchscreen assembly. Root cause: the failure analysis investigation has concluded the root cause of the touch screen failure is due to a partially collapsed air gap, resulting in an intermittent contact between the touch surfaces. CAPA had been initiated to address this issue.

Manufacturer narrative:
Integra has completed their internal investigation on 23mar2016. The investigation included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: evaluation of device: the cam02 monitor was verified as meeting performance specifications. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Service history: one previous service repair was performed in nov 2015. A review of cam02 complaints was completed using the key words ¿touchscreen¿ and a root cause ¿could not duplicate¿ in the search criteria. The review encompassed from dates 04-mar-15 to 23-mar-16. A total of (B)(4) complaints were reviewed of which this complaint is the single occurrence in the search criteria. Based on the complaint review, a trend is not identified. Since the complaint incident could not be duplicated and the cam02 monitor was verified as working to specification, no root cause can be established. The evaluation verified the alleged touchscreen failure could not be duplicated or confirmed.